Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both generator and lead prior to distribution.

Event description:
Reporter indicated a vns pt had generator and lead explanted due to infection. The pt previously had vns generator reimplant surgery on (B) (6) 2010. Attempts to the reporter for add'l info are in progress. The explanted vns generator and lead have been returned are currently in product analysis.